Manufacturer narrative:
Bayer has requested that a system service check be performed on the monitor but the site declined. Additional applications assistance was offered but was declined. Bayer product analysis has requested return of the subject pulse oximeter sensor for investigation, but it has not been received. Evaluation of the evidence reported concludes that while the finger appeared to have a "burn" bayer opines this was a pressure ulcer from the probe being in place on the same finger for many hours. The pulse oximeter for this device utilizes fiber optic technology which does not produce heat nor is it affected by the MRI scanner which significantly makes a burn injury unlikely. The veris operating manual cautions the user that: the pulse oximeter sensor may cause skin irritation and pressure necrosis. Inspect the pulse oximeter sensor site every two to four hours or per hospital protocol. Move the sensor to a different location if skin irritation is present. Attaching the probe too tightly to the skin may generate inaccurate readings (by reducing blood flow to the target area) and cause blisters on the patient's skin. (Lack of skin respiration, not heat, causes the blisters.) Do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. If the sensor needs to be secured, place tape over the cable, immediately behind the sensor.

Event description:
The site reported that a pediatric patient had a medrad veris mr vital signs monitor pediatric pulse oximeter sensor applied to their finger during a surgical procedure for a brain tumor in a MRI hybrid surgical room and post procedure was found to have what was reported as a "burn" on the finger. Prior to the procedure, the finger was reported as normal and with no injury prior to attaching the sensor. There was no tape or any other material applied to keep the probe in place. The probe was on the same finger for entire length of the procedure, at least 8.6 hours and could have been in place for as long as 12.6 hours as reported by the site. In addition, the site reported that due to the patient's position, there was no rotation of the pulse oximeter probe between fingers where the probe was placed during the procedure. The patient was treated and recovered normally.